Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. The ventilator was investigated on site by our field service engineer and further investigation revealed that the pressure transducer module was defective. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).